Event description:
A caller reported a malfunction on a pump. There was no reported impact to the customer's blood glucose level. The patient disconnected and technical support was set to follow up. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.